Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the button to retract the bd insyte¿ autoguard¿ bc shielded IV catheter needle didn't work during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "in the last 3 weeks staff on my unit's have encountered 4 defective 24 and 22 gauge IV cannulas that have malfunctioning retraction buttons."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/29/2020. H.6. Investigation: bd received a 24 gauge insyte autoguard blood control unit from lot 0016765 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the button was depressed for retraction but the device failed to retract. There was no visible issue with the spring, grip or barrel. Next, the engineer inspected the unit under a microscope and determined that there was cured adhesive attaching the hub to the grip. This adhesive was found to be preventing the device from retracting. Based off the visual inspection and testing the engineer was able to verify the reported defect. The cured adhesive came from the manufacturing process and prevented retraction. A notification was issued to all manufacturing personnel responsible for the production of this lot to raise awareness of this issue.

Event description:
It was reported that the button to retract the bd insyte¿ autoguard¿ bc shielded IV catheter needle didn't work during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "in the last 3 weeks staff on my unit's have encountered 4 defective 24 and 22 gauge IV cannulas that have malfunctioning retraction buttons."